Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged insulin pump error, no communication to transmitter and cosmetic damage at an unspecified location on event date (B)(6) 2022. Insulin pump passed displacement test, self test and p-cap locks properly into the reservoir compartment. However, damage was noted to the retainer ring. Insulin pump successfully downloaded to thump. No insulin pump error noted during testing and no relevant insulin pump error noted in history trace files. The sensor and transmitter were able to connect and calibrate with test guardian link transmitter and sensor successfully. No "sensor signal not found" or "cannot find sensor signal" noted during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (faded serial number label), corroded battery tube, partially broken retainer and cracked reservoir tube lip. In summary, no communication to transmitter and signal loss not confirmed. Insulin pump communicated properly with test guardian link transmitter and no communication anomalies noted. Insulin pump error noted during testing. Cosmetic damage confirmed at the partially broken retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had a post-reset ram crc alarm. It was reported that the insulin pump shut down three four times and it can't get connect to sensor. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump also had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.